Manufacturer narrative:
The pod was returned with the needle mechanism in the not deployed state. Inspection of the pod data found that the pod generated an 0x5c "open count too low at end of prime" hazard alarm. This alarm was seen in conjunction with timeouts and a drive stall. This drive stall can be confirmed as the root cause of the user reported event of the needle not deploying and the observed hazard alarm. A rerun was successfully performed and the drive stall and timeouts were not observed to replicate in the rerun data. Inspection of the pod was unable to determine a root cause for the observed timeouts and drive stall.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached over 200 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.